Event description:
While using elenker knee walker patient experienced sudden structural frame failure causing fall and injury. After providing online negative review of product multiple other identical/similar events were noted with images as well.